Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description. Service report and device log files were not uploaded. The ventilator was investigated at site by our field service engineer (fse) and found out that the air gas module's nozzle unit was defective and was replaced. Afterwards, the ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. Internal leakage test sequence checks the internal leakage, with test tube connected, using the inspiratory and expiratory pressure transducers. Checks that the leakage at 80 cmh2o is maximum 10 ml/min. Checks that the measured pressure values differ less than 5 cmh2o between insp. And exp. One of the message which can occur is "leakage". According to the user¿s manuals for servo-s (e.g. Rev. 04), and service manuals for servo-s (e.g. Rev. 07) preventive maintenance of the system must be performed by authorized personnel at least once a year, or every 5000 hours of operation, whichever comes first. One of the parts which must be replaced in order to keep the ventilator function safe for the patients are nozzle units, which are also included in maintenance kit 5000 hours. It is essential to replace nozzle unit as specified in our device documentation to avoid failure of the device. The replaced parts were not returned for investigation, hence the root cause of the event has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).